Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was returned. The reported condition was confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was used with generator, the tip of the device was broken. The sales rep will visit the customer's facility to confirm the lot number and the device. He/she will report the lot and device's condition when the information is confirmed. The procedure was completed with another device. Nothing fell into the patient's cavity. No patient harm. Initial investigation found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was returned.